Event description:
The nurse noticed the alarm sound from the servo-I at approx am8:40. When she went to the pt, the servo-I displayed the alarm of "monitor disconnected." She called the dr. When the dr came to the pt, he saw that the waveform was not displayed but only baseline (x-y axis) was displayed. So he insisted that the servo-I did not sent the gas to the pt and the servo-I began to send the gas when he turned on the servo-I at 8:41:37. Additionally, because there is not the trend datas from am7:18:36, he asserted that the servo-I did not send the gas to the pt.